Event description:
Smith and nephew fast fix reverse curved anchor twice did not deploy properly. Vendor was contacted and came to room. Vendor took implant information and submitting potential lot number issue to company. A smith and nephew straight anchor was used without difficulty. Procedure proceeded as planned without further issues. Product was not given to vendor and was discarded at end of procedure. Anchor information: smith and nephew. Reversed curved fast fix; ref: 72202469, lot:2088364, exp: [redacted date]. Product was not given to vendor and was discarded at end of procedure. Similar report in maude. Per site, the product was discarded, and the rep was notified. Manufacturer response for reverse curved anchor, (brand not provided) (per site reporter). Vendor was contacted and came to room. Vendor took implant information and submitting potential lot number issue to company. A smith and nephew straight anchor was used without difficulty. Procedure proceeded as planned without further issues. Product was not given to vendor and was discarded at end of procedure.